Event description:
Zoll customer support received an email from zoll logistics reporting that a (B)(6) male patient passed away on (B)(6) 2013 while wearing the lifevest. On (B)(6) 2013, the patient's doctor contacted a zoll territory manager to report that the patient's wife believes that the device malfunctioned. The device has not yet been returned to zoll for eval.

Manufacturer narrative:
Device eval summary: monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been returned to zoll for eval. After a review of the patient's ECG data, the following conclusions were drawn. The device properly detected ventricular arrhythmias. However, the arrhythmias were fine vf with asystole and slow vt @ 102 bpm with asystole (below the treatment threshold of 150 bpm). The last arrhythmia that was detected was a fine vf with asystole. The patient was not treated by the lifevest because twenty-five seconds after the arrhythmia was detected the device detected asystole on both channels. The device properly detected asystole. No treatment sequence was initiated for asystole as this is considered non-shockable rhythm. At this time there is no evidence that the lifevest caused or contributed to the patient's death. A supplemental report will be sent upon completion of the device evals. Device MFR date: sn (B)(4): 03/01/2012, sn (B)(4): 03/01/2013.